Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the oxygen connector socket was found to be damaged. The device's oxygen blending module subassembly was replaced to address the issue.